Event description:
Despite exhaustive efforts we were unable to confirm if surgical intervention was performed. As such the current status of the device remains unknown.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements following implant. The lead was assessed under fluoroscopy and nothing significant was observed. The physician elected to monitor the patient. Then in (B)(6) 2014, the shock impedance measurements were again noted to be high. The patient was scheduled for defibrillation threshold (dft) testing. During dft testing an induced ventricular fibrillation (vf) was successfully terminated with a 31 joule shock however following this the device recorded a code 1005 indicative of an open circuit condition detected. The lead was again assessed under fluoroscopy and nothing significant was observed with the lead/device connections however there appeared to be some externalization of wires on the proximal portion of the rv lead. No adverse patient effects were reported. The patient was transferred to another hospital for intervention.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis following explant. This report will be updated upon return and completion of analysis.